Event description:
Philips received a complaint on the v60 ventilator indicating while outside of clinical use, there was an issue with the blower controller board. The customer informed the remote service engineer (rse) that the device was showing yyy for serial number of the motor controller (mc) printed circuit board assembly (pcba). The customer requested part information for the mc pcba. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient harm reported.

Manufacturer narrative:
Upon further review of the information provided, the report of blower information not showing in the ventilator information screen is not a reportable event. There was no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury, therefore, this complaint no longer meets reportability requirements and is being redacted.